Manufacturer narrative:
Contact office distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "received a call from (B)(6) who has a pump that she will send in for repair for further investigation sn (B)(4) version (B)(4) problem over infusion. There was patient involvement but no human harm and no delay in therapy. She mentioned that the pump was brought to the department from the nursing floor no note was attached but there was an email that was sent to her and he will forward this information once she received the reference number. Information she mentioned during the call was &#62422;"over infusion of epidural bag medication was completely / empty. Pca device 100 cc was left run over 21hour." After the repair send back to the address above ship attention to (B)(6). She also requested for a shipping label. No other information provided. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no." Additional information was received on feb.03th, 2016: " what were the treatment settings? Rate: 8ml/hr. Vtbi: 137.7ml. Time: 21 hours. Mode: epidural. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 17.4 psi. Administration set used (type and lot number). What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?). What drug was administered during the event? Bupivacaine 0.0625%. Priming method (manual / with pump): what volume was used for prime? 8ml. What was the initial bag volume? 3. Please describe the deviation between the programed and actual given treatment: is the vtbi different? What is the deviation between the programed vtbi and the actual volume left? Pcea stated 100cc left, bag is completely (dry) empty4. Was the pump placed in a backpack during the treatment? 5. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: at which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.) . What was the vtbi presented on the pump screen following the alarm? What was the volume left in the bag? Completely (dry) empty."

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over infusion. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: np."